Manufacturer narrative:
Results of evaluation: conclusion: based on the functionality testing instrument a and e functioned as intended. Instruments b,c,d, failed to arm due to broken obturator handle posts. No conclusion could be reached as to how the obturator handle posts were broken.

Event description:
Five 355ts and a 511s during a laparoscopic cholecystectomy. When the red arming button was activated and the device was placed against the fascia the device would not puncture. The surgeon tested this outside the body and it worked fine. This happened with (5) 355ts and (1) 511s. Another 355t and 511s was opened to complete the case.